Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous first diagonal of the left anterior descending artery. Non bsc stents were implanted in the left main circumflex and the mid left anterior descending artery. The left anterior descending artery was pre dilated with an unspecified balloon. The physician advanced the 2.5 x 24mm taxus element mr stent delivery system through the non bsc stents to the lesion but was unable to cross the stents. The device was removed and the physician found the distal edge of the stent strut lifted up. The procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous first diagonal of the left anterior descending artery. Non bsc stents were implanted in the left main circumflex and the mid left anterior descending artery. The left anterior descending artery was pre dilated with an unspecified balloon. The physician advanced the 2.5 x 24mm taxus element mr stent delivery system through the non bsc stents to the lesion but was unable to cross the stents. The device was removed and the physician found the distal edge of the stent strut lifted up. The procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. Struts on the 1st row from the distal edge were raised and severely misaligned. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).